Event description:
It was reported during a cranial procedure, the perforator bit tore the dural with some damage to the brain. It was also reported via the surgeon that there was no harm to the pt.

Manufacturer narrative:
The perforator bit subject to this MDR was not returned to MFR for eval, it was discarded. Lot number info had not been provided to permit further investigation. The root cause is undetermined.